Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they noticed the heartstring was curled a bit in the loading device. They attempted to roll the heartstring and it did not roll properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25155804, 25154556, and 25154949 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they noticed the heartstring was curled a bit in the loading device. They attempted to roll the heartstring and it did not roll properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.